Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should becomes available, a supplemental report will be sent. Ref # (B)(4).

Event description:
A report was received from (B)(6), stating that the device has a damaged neuro tip. It is unk if the device was used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.